Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open epifisis fracture correction, in the first hour, the surgeon was passing the first point and needle was unplugged. They used another product to complete the case. There was no patient injury.